Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an unspecified malfunction. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, there was an unspecified malfunction. It was reported the patient's mean arterial pressure decreased. No values were provided. The customer contact reported the dopamine delivery was continued. No specified details were provided. After an unspecified length of time, the customer contact reported the patient recovered. Multiple unsuccessful attempts have been made for additional information including if any medical interventions were performed and when the device was removed from clinical service.